Event description:
The customer reported that the handpiece did not emit a continuous ozil sound at 100%, and the sound was intermittent. During the ultrasound mode of the procedure, a corneal burn occurred. The handpiece was changed, and the sys worked with no further complaints. Add'l info has been requested regarding this event, but has not been rec'd. This report is for the second of four pts. For add'l pts see mfg report#s: 2028159-2008-00103; 2028159-2008-00198; 2028159-2008-00199.

Manufacturer narrative:
The co svc rep examined the sys and fond that it met specs. The handpiece was returned for further investigation. Visual inspection showed no nonconformities. The handpiece was functionally tested for gravity flow rates ( irrigation and aspiration), ground resistance, and performance at 100% power. These tests all met specs. The handpiece was then tuned on the dynamic tuning fixture and met specs for bandwidth, resistance, and frequency. Testing for u/s and torsional stroke also passed specs. The complaint history was reviewed, as well as trend data for thermal injury. No adverse trends were observed. The device history record was reviewed and there were no related issues in mfg for this sys during assembly/testing. After review of the investigation activities, the root cause of the corneal could not be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri hlth devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the affiliate to share with the customer. This report mailed in to FDA on: 05/30/2008.